Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were having a repeated recoverable fault during their case. The tse verified multiple 32097 errors on universal surgical manipulator (usm) 1 axes controller motor (acm). The customer was continually recovering from the fault and was not able to troubleshoot and power cycle the system. The customer was going to continue to recover the fault and try to power cycle the system between cases. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: it was confirmed that this occurred during a partial nephrectomy procedure on (B)(6) 2022. The customer stated that the procedure went smoothly and was completed robotically with all arms by recovering from the faults. The arm was never disabled or abandoned during the procedure. The customer did try power cycling the system but it didn't resolve the issue and the system was fixed the next day. There was no patient injury. No images or patient demographics were available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 according to isi procedures to resolve the error 32097 issues. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm had repeated recoverable faults after the start of the procedure and the surgeon was able to continue with the procedure robotically by continuously recovering from the fault. The fse replaced the usm to resolve the error 32097 issues. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation stated that the unit came in with a reported error of 32097 and it was confirmed as having occurred in the field via logs, coupled with errors 31226 and 32097 which were replicated in-house. The unit was tested on an in-house system in normal mode which triggered errors 25730, 40084, and 31199. The unit was also tested in a testing platform where, upon review of the fiber test result, it showed low clock spring and parallelogram fiber values. As a fix the clock spring assembly and parallelogram assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.